Manufacturer narrative:
Nova initiated an investigation into this meter mis-scan. By requesting, the patient armbands in question. The customer sent sample armbands. And they were graded using a barcode verifier. The quality of the armbands was very low. And it was concluded, that the mis-scan was caused by the poor quality of the armbands. The customer is reviewing their printers and settings, but the nova meter performed as it should.

Manufacturer narrative:
There is currently a pending investigation. Nova is requesting additional information and further details will be provided in a supplemental report.

Event description:
The customer reports that a statstrip meter scanned a patient armband incorrectly. When one patient was scanned a different patient's data appeared. After a rescan the correct patient's information appeared so the meter's serial number was not taken note of. There was no patient harm or intervention reported.